Event description:
Olympus was informed that a pt underwent an endoscopic retrograde cholangiopancreatography (ercp). During the ercp procedure, the pt received intravenous sedation with anesthesia and intravenous medication, buscopan and an antibiotic, ciproflaxin. The procedure was performed with the catheterization of the duodenal papilla with instillation of non-iodized radiopaque (ercp with sphincterotomy and dormia basket passage). The air from the device was used to slowly stretch the walls of the duodenum. Post procedure, the pt began to have trouble waking up. The pt was intubated and moved to the intensive care unit (ICU). The pt underwent a CT scan and was diagnosed with pneumocephalus. The pt expired four post procedure due to cerebral air embolism. The user facility did not allege the olympus device to have caused or contributed to the pt's outcome.

Manufacturer narrative:
The subject device has not been serviced by olympus since it was purchased on (B)(6) 1999. The user's experience cannot be conclusively determined at this time. If the device is returned for eval or additional and significant info becomes available at a later time, this report will be updated.